Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw the warning power-on-reset (por) message on their recharger. It was reported that their therapy stopped due to the por. It was stated that the patient was recharging their ins and their charging stopped suddenly and the por was showing on their recharger. It was reported that the por was not related to an overdischarge event. There were no trauma/falls reported that could be related to the issue. The patient had not had any recent medical test or emi environmental exposure either. The patient was redirected to follow-up with their healthcare provider (hcp) to have their device interrogated as the por was a warning por. The patient was warned to not try to turn their stimulation on or off until the por condition was cleared by their hcp. The patient indicated that they were going to call their pain management hcp on monday so that the por could be addressed. It was reported that the change in therapy/symptoms was considered to be sudden. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.